Event description:
It was reported that the customer had difficulty with their high blood glucose levels. Customer will change the site and their blood glucose level will come down. Customer stated that she lost her transmitter back in september and was unable to wear sensors since then. Customer stated that this issue had been occurring for about 2 weeks. Customer was not sure if it was due to the holidays or due to her belt clip breaking. Customer now has to put the pump in her pocket and the insulin may be getting too warm due to the customer's body heat. Customer declined troubleshooting. Customer was advised to monitor. Customer's blood glucose level was between 400-500 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.